Manufacturer narrative:
Upon evaluation, the rear response switch was contaminated causing intermittent connection. The cause of the inability to activate the monitor is the contaminated switch. The root cause of the contaminated switch is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.